Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, crack valve, and an opening. Leak test and microscopic analysis was performed which identified, crack valve and a striated opening on anterior. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A striated opening on anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.